Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if the device is available

Event description:
It was reported that a broken bur was found inside the attachment prior to a surgical procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H2: correction - device not returned. H6: the quality investigation is complete.

Event description:
It was reported that a broken bur was found inside the attachment prior to a surgical procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.